Event description:
In (B)(6) 2009, ventricular pacing lead impedance was observed to be high. The physician opted to monitor the patient. Later, the lead impedance was observed to be over 2000 ohms and the pacing threshold increased. The lead will be explanted.

Event description:
The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.